Event description:
During insertion of an epdidural for a g1p0 female in labor, difficulty was experienced in threading the catheter by the anesthesiologist. An attempt was made to remove the catheter but resistance was met. Another catheter was successfully placed one level above. After delivery of infant, the second catheter was removed without difficulty but the first catheter still could not be removed with moderate pressure and repositioning of the pt. A neurosurgeon was consulted and the pt was taken to cat scan for CT of lumbar spine. Attempts were made to pass a wire through the catheter. The wire was introduced up to about 2cm into the subcutaneous region but could not be passed further distally. It was reported that eh pt had back pain and mild right hip pain. The pt was then taken to surgery where bilateral laminectomy @ l1, partial laminectomy of l2 for resection of lumbar catheter was performed. The catheter was found to be in the anterolateral aspect of the dual sac. There were two loops and a large knot which had formed in it. The pt was discharged home without an increase in her length of stay.